Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the distal rca with moderate tortuosity, mild calcification and 90% stenosis. The voyager rx balloon catheter was used for pre-dilatation. The lesion was dilated at 8 atm, then at 12 atm. As there was still indentation remaining in part of the calcified lesion, the voyager rx balloon catheter was inflated for the third time at 14 atm and the balloon ruptured. The lesion was further dilated with a nc mercury balloon catheter. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Eval summary - quality assurance analysis revealed that the balloon catheter was returned with blood visible of the hub, hypotube, inflation lumen, balloon, and in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen the balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole in the proximal end of the balloon. There was a longitudinal scratch parallel to the pinhole. Product performance engineering reviewed the incident info and the return product analysis. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion was moderately tortuous, mildly calcified and 90% stenosed, which may have contributed to the difficulties experienced. The dilatation catheter ws returned with blood visible on the hub, hypotube, in the guide wire lumen and both in and on the inflation lumen and the balloon, which is consistent with the reported use of the device and a leak or balloon rupture. There was also contrast visible in the inflation lumen and the balloon was loosely folded, suggesting that the device was prepped for use and pressurized during the procedure. The analysis confirmed that there was a pinhole rupture in the proximal end of the balloon, though there was a longitudinal scratch adjacent to the rupture site. It is possible that the balloon material was damaged (scratched) during interactions with other device or the tortuous and calcified lesion, such that a pinhole rupture occurred upon multiple inflations. Thus, based on the info received with this complaint and the returned product analysis, the reported balloon rupture appears to be related to circumstances of the procedure. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all on-line inspections and testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the catheter and not a product quality deficiency; therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity. This MDR is considered closed by the product performance group.